Event description:
It was reported that after the induction test, the physician watching the egms is not sure if the device is having some undersensing of the vf or not (he thinks that the device "missed" one beat or two). This is not a clinical problem and was resolved by reprogramming the device.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.